Event description:
It was reported that t: slim x2 pump battery would not charge even though caller used tandem charging cable, tandem wall adapter, and working wall outlet and saw power source alert. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter, resolved charging issue, was informed that non-tandem supplies were not recommended except for troubleshooting, agreed to receive replacement charging supplies, and pump began charging with no further assistance required.